Manufacturer narrative:
Product evaluation: the product was not returned for analysis. The lens remains implanted. The iol product history records were reviewed and documentation indicates the product met release criteria. The cartridge product history record could not be reviewed because facility did not provide a lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. There have been no other complaints reported in the lot number. A completed questionnaire was received on 04/13/2016. (B)(4).

Event description:
A surgeon reported a suspected tass (toxic anterior segment syndrome) case in a patient following an intraocular lens (iol) implant procedure.